Event description:
A report was received that during a lead revision procedure, the physician was unable to place the leads in the correct position. The physician explanted the patient's ipg and leads.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device was explanted. Additional suspect device components involved in the event: model: sc-2138-70 description: phase iii linear lead - (70cm) the product analysis report for the sc-1110 implantable pulse generator concluded that the device passed visual inspection, final acceptance test, and dc leakage test. The device was electively explanted. No complaint about the functionality of the device was reported. The product analysis report for sc-2138-70 phase iii linear lead concluded that the device was electively explanted. Visual inspection showed that the lead was cut. The device passed x-ray inspection. The damage to the device is a result of typical explant procedure and is not considered a failure. The product analysis report for sc-2138-70 phase iii linear lead concluded that the device was electively explanted. Visual inspection showed that the lead was cut. The device passed x-ray inspection. The damage to the device is a result of typical explant procedure and is not considered a failure. This is the final report.